Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and device rupture diagnosed by MRI. The device has been explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Manufacturer narrative:
Clarification to b3: patient experienced pain, severe deformity and hardening in breast (last 4-5 years).

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and device rupture diagnosed by MRI. The device has been explanted and replaced with another manufacturer¿s device.